Event description:
A user facility reported that during use the serial number label became detached from the lma connector and was loose in the airway tube. The label was removed without incident. There was no pt injury or problems. The user facility has been requested to return the device for eval.